Manufacturer narrative:
G4: 15sep2020, b4: 15sep2020 . An authorized service personnel(asp) was dispatched to the customer site and it was determined that the blower needed to be replaced to return the device to working condition. The asp replaced the blower to resolve the reported issue. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported an unspecified noise. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.